Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed that the pt had died. Date of death was (B)(6) 2013. Per prescribing md, cause of death was gbm progression. Pt died at home so no other info was available. No averse events associated with device use were reported. The last date of novottf therapy was not known until the devices were returned to novocure and logfiles downloaded on (B)(4) 2013. Per logfile review, last device use was 14:21 (B)(6) 2013 and device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure medical opinion is that this death was not related to novottf therapy. Death is an expected event in patients with recurrent giloblatoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event will be reported to the FDA as per novocure's standard operating procedures which state that any death that occur within 24 hours of device use be reported (patient was wearing device on day prior to death).